Event description:
Patient was admitted for pain, herinated chest wall muscle, displaced prosthesis and encapsulated prosthesis. Unit removed and replaced with saline filled prosthesisdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, anticipated adverse reaction - long term. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was destroyed/disposed of.